Event description:
Health care professional reported, right side capsular contracture, baker grades IV. And exchange. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, to be overweight, a deformation and a crease fold. Cloudy in the gel observed, after autoclave cycle. The device is weighed again in the again in the mo502-65-004 and it is within specification. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contractures, baker grades IV. The device remains implanted.